Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. The exact cause analysis cannot be determined with certainty. Evaluation: no product was returned. Review of the device history records was also not possible as the products and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the drill bit fractured, leaving approx 1 inch of the bit remaining in the pt. The surgeon decided, it would be best to leave the bit in place. After being discharged, the pt was readmitted for 4 days due to infection.